Event description:
It was reported the rf (radio frequency) header would not interrogate a number of devices. When another header was used with the same programmer, success. The rf header was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not verify a problem with interrogation; rf (radio frequency) head passed functional testing. Analysis found the rf head cable is twisted and the rf head lens is scratched. (B)(4).